Manufacturer narrative:
No malfunctioned alleged. Users guide was reviewed and states the following warning. "Keep hands and fingers clear of moving parts to avoid injury. Do not place hand or fingers on the underside of the seat frame when opening or closing the wheelchair. Manual further advises to push down only on the top surface of the frame rail. Info suggests that proper opening technique as described within the user guide was not followed. Info indicates chair is still in use and return is not anticipated.

Event description:
The pt allegedly grabbed the seat rails as they sat down in the chair, pinching and cutting their finger between the seat rail and wheelchair frame.